Event description:
Major pump unit(s) involved: blood pumpadditional text: bearing holder wear by vent filter analysisspecific component(s) involved: other component malfunction, specifyadditional text:other component: wear to outer cam follower bearingcausative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of pumpother intervention :type: lvad

Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify